Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the 7th day of wearing the adc freestyle libre 2 sensor. As result, the customer was unable to obtain sensor scans and experienced a symptom described as ¿turns white¿. The customer was provided orange juice by a third party and no further information was reported as the caller refused to provide additional information. There was no report of death or permanent injury associated with this event.